Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of over 600 mg/dl. Customer stated that the cause of the elevated blood glucose was a bent infusion set cannula. Customer was able to troubleshoot during the phone call. Customer has not gotten any no delivery alarms. Customer will change from existing infusion set to a quick set. No product is expected to be returned.